Event description:
It was reported that the device was explanted after implant duration of approximately 1.43 months, due to mitral regurgitation and paravalvular leak. Per the operative report, the echo performed after having the valve (model #6900p) implanted "showed an excellent result with a well-seated mitral valve and no leak. An echo prior to going home revealed the same." During the operation, when they were explanting the valve, "it was clear there was a paravalvular leak and in fact, the valve had pulled through the psoterior leaflet of the mitral valve and through the mitral valve annulus." Another edwards 6900p31mm was implanted and a "secure seating of the valve was obtained....the patient was trasported back to the intensive in stable, but obviously serious condition."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.